Event description:
Inappropriate downstream occlusion alarm interrupted infusion of vasopressor being administered intraoperatively, causing significant hypotension, which required IV push of pressor.